Event description:
Forceps broke during a surgical procedure.

Manufacturer narrative:
A female was undergoing a laparoscopic supracervical hysterectomy. The forceps had been used throughout the procedure. When the forceps was removed, it was noted that a 'piece' was missing. The handles were intact but one piece of the grasping claws was missing. Upon examination, the surgeon located the piece which was approximately two inches long. It approximated well to the main piece of the instrument where the fracture occurred. The surgeon examined the vaginal bulb. No injury or laceration was identified. The procedure concluded without further incident and the pt was discharged as originally planned. The instrument had been used regularly for more than a year without incident. The facility permitted an on-site inspection of the forcep. No evidence of instrument abuse was noted. There was no obvious quality defect noted which might have led to the breakage. The facility would not release the sample for add'l testing. It was noted that there were signs of rust/corrosion at the pivot point of the unit. This could have been caused by insufficient rinsing after cleaning prior to sterilization and may have played a role in the incident. At this time a root cause could not be determined.